Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged, ar-9621-25t, 25 mm tap, batch: 022136, was received for investigation. Upon visual inspection, it was noted that the tip of the device was broken. Functional testing was not performed due to the device's damage. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause of the reported failure is a user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
It was reported that the device is broken. It is unknown when the issue has occurred. There was no harm for patient, operator or third party. No further information received. ***update avoe (B)(6) 2024 it was confirmed by the customer that the device most likely broke during a surgery, but it is unclear which surgery. No harm for patient, operator or third party was reported by the surgeon.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.